Event description:
Customer reported an over infusion of 50 ml bag of magnesium. Infusion was programmed to run over 2 hours and within 30 minutes the bag was empty. No patient harm or medical intervention required. Investigation ongoing. Follow up report will be sent when investigation is complete.

Manufacturer narrative:
Manufacturer's report date: 09/24/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.